Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 06-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 10 mg/ml hydromorphone at 2 mg/day, 500 mcg/ml fentanyl at 100.1 mcg/day, and 10 mg/ml bupivacaine at 2 mg/day. The reason for use was not reported. It was reported that the patient came to the clinic this morning ((B)(6) 2019) with increased pain and swelling at midline and pump pocket. A catheter dye study (cds) was done and they were unable to aspirate; the catheter was coiled in the midline. They did surgery today ((B)(6) 2019) and the head of the anchor was broken off by a silk anchor. A new spinal segment was placed. No environmental l/external/patient factors that may have led or contributed to the issue. The issue resolved at the time of this report and the patient status was listed as ¿alive ¿ no injury.¿ the rep was in possession of the product and it would be returned to the manufacturer for analysis. There were no further complications reported/anticipated.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated on (B)(6) 2019 the patient was in clinic complaining of withdrawal symptoms including diarrhea and headaches. The patient also complained of swelling around the catheter site. A catheter dye study and aspiration were ordered. 30cc of serosanguinous seroma fluid was aspirated from the catheter implant site and was sent for cultures. The catheter dye study showed the catheter had migrated out of the spinal canal, was seen coiled outside of the spinal canal, and would be replaced immediately. On (B)(6) 2019 the intraspinal catheter was explanted/replaced on (B)(6) 2019. Surgical notes stated that he catheter anchor had fractured at its neck from the suture securing it to the supraspinous tissues. The second anchor suture through the v-wing eyeholes had remained intact but the wings had separated completely from the main anchor body. The outcome of the event resolved without sequelae on (B)(6) 2019. The device diagnosis was catheter dislodgement and the clinical diagnosis was withdrawal symptoms. The patient's weight was 177 pounds. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was unlikely related. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.